Manufacturer narrative:
The marksman catheter has not been returned for evaluation; product analysis cannot be performed. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report of marksman "fracture" during a procedure. The patient was undergoing thrombectomy for a clot located in the middle to distal m1 middle cerebral artery (mca). It was reported that during the procedure, a stent retriever (another manufacturer) was deployed in the clot. When attempting to retrieve the stent retriever into the marksman catheter, the stent became "stuck in the vessel". After several attempts of push/pull, the stent was removed with severe resistance. The marksman was observed to be fractured. The stent push wire was found "complete jammed" in the marksman shaft. The procedure was completed.